Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for safety shield separation with the incident lot was observed. Additionally, evaluation & testing of the customer samples was performed and safety shield separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that safety shield failure occurred after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "another issue with green needles. The safety fell off when the psr went to activate it after drawing a patient. The lot # is 9094740. The needles are stored in the original box they are shipped in and the psrs was activating the safety with her thumb. It's a different psr than who reported the last issue. I watched her assemble a different needle to the hub to see if it could be user error and she is attaching it correctly and not over tightening it. She was able to send me a picture of the needle it happened to and where the safety is popping off from."

Manufacturer narrative:
The additional information is as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9094740. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-04. Medical device lot #: 9099921 . Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-09. Medical device lot #: 9065802. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-06 .

Event description:
It was reported that safety shield failure occurred after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "another issue with green needles. The safety fell off when the psr went to activate it after drawing a patient. The lot # is 9094740. The needles are stored in the original box they are shipped in and the psrs was activating the safety with her thumb. It's a different psr than who reported the last issue. I watched her assemble a different needle to the hub to see if it could be user error and she is attaching it correctly and not over tightening it. She was able to send me a picture of the needle it happened to and where the safety is popping off from."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield failure occurred after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "another issue with green needles. The safety fell off when the psr went to activate it after drawing a patient. The lot # is 9094740. The needles are stored in the original box they are shipped in and the psrs was activating the safety with her thumb. It's a different psr than who reported the last issue. I watched her assemble a different needle to the hub to see if it could be user error and she is attaching it correctly and not over tightening it. She was able to send me a picture of the needle it happened to and where the safety is popping off from."